Event description:
It was reported during the procedure after the subject flow-diverter stent was deployed about 10mm, it opened but then foreshortened. It was attempted to be retracted to be placed to cover the entire treatment site, but would not re-sheath. The physician then deployed the subject flow diverter stent completely. An additional flow diverter stent was used to cover the treatment area neck completely. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. The stent was not returned as it had been deployed and was implanted. During visual inspection the stent delivery wire (sdw) was inspected and the distal part was found to be kinked/bent. The stent introducer sheath was not returned. Functional inspection was unable to perform as the stent was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. After the stent deployed, the operator observed it and found the length of its became shorter. The stent did not migrate from the target deployment location. The stent was expanded fully to the vessel walls when deployed. The stent deployed at the desired treatment location. As the first stent became shorter so it could not cover the neck completely, therefore a second stent was used in the procedure. There was no medical intervention performed to deploy the stent. There was no friction within the catheter advancing the stent. Product analysis found the sdw was kinked/bent at the distal end. The stent was not returned as it had been deployed and implanted in the patient. An assignable cause of procedural factors will be assigned to the reported event of the flow diverter stent difficult/unable to re-capture into microcatheter and stent deformed in addition to the as analyzed damage of the sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the procedure after the subject flow-diverter stent was deployed about 10mm, it opened but then foreshortened. It was attempted to be retracted to be placed to cover the entire treatment site, but would not re-sheath. The physician then deployed the subject flow diverter stent completely. An additional flow diverter stent was used to cover the treatment area neck completely. The procedure was completed successfully with no clinical consequences to the patient.